Event description:
Customer reported having gone into diabetic ketoacidosis and required hospitalization due to issues with the pump. Cause was not known. Customer reverted to an alternate form of insulin therapy and declined further technical support.